Event description:
It was reported that the patient had her implantable neurostimulator (ins) replaced on (B)(6) 2013 and she had problems that started from that day on. She has had surgery that didn¿t correct the problem and one thing after another since. The patient stated she went back three times to the doctor who implanted the ins and informed them that it was infected; stating that the implant area was draining every morning, four days after surgery ((B)(6) 2013). She also stated that the doctor told her it wasn¿t infected. The doctor was trying to find out what was wrong with the patient because her white blood cell count was so high and she was having terrible headaches and backaches. She went the hospital on (B)(6) 2014 and was in the hospital for the rest of (B)(6) and the first three weeks in (B)(6) 2014. The reason for being in the hospital was due to an infection that had traveled up to the neck area. A biopsy was done to find out what was causing the problem and the patient¿s neck was injured. She tried to have surgery to correct the injury to her neck from the biopsy in (B)(6) 2014. The surgery didn¿t work and she was still in constant pain. She still had the implant in and was going to have it taken out when her health was better. It was noted she had to go to physical therapy and was unable to clean her house or anything. The patient wanted to know who the manufacturer¿s representative (rep) was at the surgery to find out who did what and when. The patient felt that if the doctor would have listened to her when she went in there ¿instead of being some big shot about it, she may not have ended up this way.¿ it had caused her a year and a half of ¿holy hell and isn¿t through yet.¿ when request was made to the physician it was noted that the patient was no longer their patient since (B)(6) 2014, but in regards to the infection the patient was put on antibiotics but he didn¿t know the outcome. He thought the patient may have started to follow-up with their primary care physician regarding the infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).